Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients leads were fractured and had migrated which was confirmed in x-ray. It was also stated that the patient was experiencing inadequate stimulation and high impedance on both leads.

Event description:
It was reported that the patients leads were fractured and had migrated. It was also stated that the patient was experiencing inadequate stimulation and high impedance on both leads. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively with good coverage. The explanted device components were discarded by the medical facility and will not be returned.